Event description:
On (B)(6) 2010, an aus device was implanted with a competitor's penile device. Some time in (B)(6) of 2010, it appears a surgery was done to repair the device. Two pumps stuck together were apparently separated. On (B)(6) 2010, pt reported six weeks post op "went back to have them activated, the pain whilst trying to activate the sphincter was excruciating, so they decided to leave it for a while. I went back again and the pain was just the same, now they have decided that the sphincter pump is stuck to my testicle and want to remove my testicle." Ams has made several attempts to obtain additional info which has been unsuccessful.

Manufacturer narrative:
Info is not substantiated by physician and is provided by the pt. Pain is captured in our labeling and risk assessment. Several attempts have been made to obtain additional info and were unsuccessful. Should additional info become available regarding a revision surgery/orchiectomy it will be re-evaluated and a follow-up report sent.